Event description:
Hypoglycemic comas [hypoglycaemic coma]. Hyperglycemic coma [diabetic hyperglycaemic coma]. Piston rod is stiff [device issue]. Case description: study ID: (B)(6) novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight, and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hypoglycemic comas(hypoglycemic coma)" with an unspecified onset date , "hyperglycemic coma(coma hyperglycemic)" with an unspecified onset date , "piston rod is stiff(device component issue)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (40 iu, qd (20 iu am and 20 iu pm) (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported). Treatment drug: I/v infusion. On an unknown date, patient suffered from both hyper and hypoglycemic comas during using mixtard penfills due to np4 problem. Patient was fainted and was transferred to the hospital where I/v infusion was applied to her. Random blood glucose (blood glucose) was 700 mg/dl and complained that the piston rod is stiff, so the patient suffered from hyperglycemic coma. Batch numbers: novopen 4: lvg5g90. Mixtard 30 hm penfill: pr71al1; action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hypoglycemic comas (hypoglycemic coma)" was not reported. The outcome for the event "hyperglycemic coma (coma hyperglycemic)" was not reported. The outcome for the event "piston rod is stiff (device component issue)" was not reported. Reporter's causality (novopen 4), hypoglycemic comas (hypoglycemic coma): unknown, hyperglycemic coma (coma hyperglycemic): unknown, piston rod is stiff (device component issue): unknown. Company's causality (novopen 4), hypoglycemic comas (hypoglycemic coma): possible, hyperglycemic coma (coma hyperglycemic): possible, piston rod is stiff (device component issue): possible. Reporter's causality (mixtard 30 hm penfill), hypoglycemic comas (hypoglycemic coma): unknown, hyperglycemic coma (coma hyperglycemic): unknown, piston rod is stiff (device component issue): unknown. Company's causality (mixtard 30 hm penfill), hypoglycemic comas (hypoglycemic coma): possible, hyperglycemic coma (coma hyperglycemic): possible, piston rod is stiff (device component issue): possible.

Event description:
Case description: investigation results. Name: novopen 4, batch number: lvg5g90 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A gbt search was performed on the parent batch number lvg5g90 to get the impacted cartridge holder batches. After getting the ch batch lmes system was used to search for the component origin. Rkt was found as the supplier. The listed batches below were found as the cartridge holder batches used in the referred parent batch. Batch / material / material description / category / supplier l3v0814 / 2700046 / cartridge holder ce0123 / component / rkt the impacted batch was examined for deviation as part of the batch record review. Based on the complaint description and brr information from pre assembly team, no issue was noticed that could lead to the reported issue. Conclusion: this brr is considered normal and therefore no further action is required. The batch documentation has been reviewed and found to be normal. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: pr71al1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked, expected date of follow up report was removed device addendum tab: annex b c d g codes added narrative updated accordingly. Final manufacturer comment: 12-may-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a significant risk factor for the development of hyperglycaemia and its complications. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen 4, batch number: lvg5g90 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A gbt search was performed on the parent batch number lvg5g90 to get the impacted cartridge holder batches. After getting the ch batch lmes system was used to search for the component origin. Rkt was found as the supplier. The listed batches below were found as the cartridge holder batches used in the referred parent batch. Batch / material / material description / category / supplier l3v0814 / 2700046 / cartridge holder ce0123 / component / rkt the impacted batch was examined for deviation as part of the batch record review. Based on the complaint description and brr information from pre assembly team, no issue was noticed that could lead to the reported issue. Conclusion: this brr is considered normal and therefore no further action is required. The batch documentation has been reviewed and found to be normal.